Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of a -5.0/2.5/100 (sphere/cylinder/axis) became damaged by an injector. There was patient contact, but the lens was not implanted.